Manufacturer narrative:
Device received missing segments or partial display and unable to perform the displacement, prime or a33, excessive no delivery test due to cracked and bleeding lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped and had crack on display. Customer's blood glucose value unknown. Troubleshooting was performed. Customer states they cannot read the insulin pump screen and insulin pump did not functioning as designed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.